Event description:
Reportable based on the analysis completed on 22nov2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The lesion being treated was located in the highly calcified, diagonal artery. The physician advanced the 2.25x28mm ion stent delivery system and was not able to cross the lesion. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status is stable. Returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system and stent with the shelf box, and foil pouch. There was blood in the guide wire lumen. The balloon was tightly folded with the stent secured on the balloon. There were multiple kinks along the entire length of the catheter. The middle of the stent was bunched. The first five distal rows of stent struts were stretched with the first row past the distal markerband. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).